Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An surgical technician reported that a patient who underwent lasik was diagnosed with trace, diffuse lamellar keratitis (dlk) in the right eye, at the second day postoperative visit. The patient was asymptomatic and had no visual complaints. The topical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with treatment after four days. Per the optometrist, in the opinion of the surgeon, the device did not cause of contribute to the event no further information is expected.